Manufacturer narrative:
Additional information: no in situ measurements have been received for investigation. However a device failure seems unlikely. Per information recieved, the device was explanted due to a lack of response to antibiotic treatment during an episode of pneumococcal meningitis 4 months after implantation. The patient has a cochlear malformation and csf gusher was reported during implantation surgery which increases the risk of meningitis. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the infection. The device was lost and is not available for investigation.

Event description:
On (B)(6) 2025 the recipient was diagnosed with meningitis. Reportedly, the meningitis started within 48 hours of acute otitis media in the implanted ear. The recipient was treated in intensive care. There was improvement of meningeal syndrome with slow neurological response and persisting with assisted mechanical ventilation in a delicate state. The device was explanted on (B)(6) 2025 and the electrode array was sent to the pathologist for analysis. As per latest information the recipient has recovered only with a small left ophthalmoplegia that is recovering however, she is almost back to normal health.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the recipient was diagnosed with meningitis. A puncture was performed and pneumococcus was found in the cerebrospinal fluid. The device was explanted on (B)(6) 2025. The electrode array was sent to the pathologist for analysis.